Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse confirmed the reported problem and replaced universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system, it failed normal mode as it triggered a 23094 error. Remote fe logged errors 23094, 23118, 23069, 23008 pointing to insertion. When the original insertion chipencoder virtual absolute (cva) was re-installed, 23094 error came back. The unit went through more testing on a patient side cart (psc) fixture test platform, and it passed all required tests.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 was stuck in a certain position, and it appeared as though the usm was over-rotated. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system error logs and noticed repeated recoverable 23069 errors reported by usm 4, axis 3. The tse also noticed that the customer had disabled the usm. The tse advised the customer to power-cycle the system or proceed without the use of usm 4. The customer stated that the surgeon wanted to proceed without usm 4. The procedure was completed with no reported injury.